Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient is status post right reverse total shoulder arthroplasty. One of the screws from the implants came loose and fractured the scapula, causing pain.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidence were provided. Three attempts for additional information and device return for investigation were made with no response received. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient is status post right reverse total shoulder arthroplasty. One of the screws from the implants came loose and fractured the scapula, causing pain.